Event description:
Lead product analysis was completed. The lead was returned with no malfunction alleged and due to the patient death. The outer and inner silicone tubing of at least on of the lead coils were found to have cut openings most likely caused at the explant procedure. Since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and assessment could not be made on that part of the lead. Other than the mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No additional relevant information has been received to date.

Event description:
It was reported that a patient passed away and the current cause of death is not known. No additional relevant information has been received to date.

Event description:
The patient's explanted products were received into analysis. Generator analysis was completed and it was found that the generator would not communicate in product analysis (pa) lab. Due to the generator reaching an end of service condition which was expected and the result of normal generator use. An open can measurement of the battery voltage confirmed that the battery was depleted. The device performed according to functional specifications and no abnormal performance or any other type of adverse condition was found with the generator. Lead analysis has not been completed to date. No additional relevant information has been received to date.